Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The emphasys acetabular cup would not stay attached to the straight impactor handle when the surgeon was impacting the cup. Emsys ace imp straight - 481201150 (481201150): right side, emsys ace imp straight - 481201150 (481201150): lot/batch number: [removed], list any j&j products that were utilized during the case but did not contribute to the reported event. ## , was there any reported patient or user harm? ## no , was there a significant delay? ## no , if available, provide the product order number (po). ## , do you need product packaging to send the product back? ## yes , would you like a return label at the end of this process? ## yes , this parcel contains biohazardous materials and/or materials used during a medical procedure ## no .